Manufacturer narrative:
The customer reported that internal paddles did not discharge energy as expected. There was no report of negative pt impact. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. Philips received duplicate medwatch reports concerning this event: one from the customer and one from the FDA.

Event description:
The customer reported that internal paddles did not discharge energy as expected. There was no report of negative pt impact.